Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad cable was loose and required a specific position to charge properly, while the pump continued to function and blood glucose control was reportedly unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy and replacement charging equipment was arranged. Investigation included a review of product performance and a complaint handling assessment. Investigation of this case revealed a suspected mechanical connection issue with the external charging accessory. It was concluded that the event involved a malfunction of the charger accessory without patient injury, and replacement supplies were provided.